Manufacturer narrative:
At this time, boston scientific has not been able to confirm the serial number of the device. Additional information was requested and a supplemental report will be provided once it is received.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as the estimated remaining longevity decreased from two years and a half to the elective replacement indicator (eri), but the time frame in which this change was observed, was not specified. At this time, there is no evidence that suggests a request was made to have data from this device analyzed. No adverse patient effects were reported. The device remains in service. At this time, boston scientific has not been able to confirm the serial number of the device. Additional information was requested and a supplemental report will be provided once it is received.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as the estimated remaining longevity decreased from two years and a half to the elective replacement indicator (eri) over the course of one month. In addition, the device was noted to be unresponsive and was unable to be interrogated. The device did not have any response when applying the magnet. The patient was reported to not be pacemaker dependent. No request was made to have data from this device analyzed. The device was subsequently explanted and replaced. No additional adverse patient effects. The product is expected to return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as the estimated remaining longevity decreased from two years and a half to the elective replacement indicator (eri) over the course of one month. In addition, the device was noted to be unresponsive and was unable to be interrogated. The device did not have any response when applying the magnet. The patient was reported to not be pacemaker dependent. No request was made to have data from this device analyzed. The device was subsequently explanted and replaced. No additional adverse patient effects. The product is expected to return for analysis. The device was returned for analysis.